Manufacturer narrative:
Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), part # 04.500.250 lot # 9097383, manufacturing date: 08.aug.2014, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: the following device(s) were received: curvilinear distractor, right (part # 05.500.250 / lot # 9097383), curvilinear distractor, right (part # 05.500.250 / lot # 9199897), curvilinear distractor, straight (part # 04.500.218 / lot # 9275027). The footplates of both right distractors have been contoured and cut in preparation for implantation. The parts arrived with the hex coupling of part# 04.500.250, lot# 9097383 broken off and not returned. The housing, straight (subcomponent part# 04.500.218.1) was incorrectly assembled to plate, right (subcomponent part# 04.500.250.2). These two devices are not designed to be assembled together. All three distractors were correctly assembled, and all of them actuated as designed with no issues. It is unknown what caused the hex coupling to break off, but it is likely due to the user applying excessive force to the implant. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. This investigation summary is approved. Synthes manufacturing location was discovered upon receipt of subject device. Date on decon form when part was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number available, reporting that DHR has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Device broke intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a curvilinear distraction procedure on (B)(6) 2015. The surgeon implanted a 1.3mm curvilinear distractor r50 (right) and attempted to activate without a completed osteotomy. The force resulted in the body activation hex breaking. A second distractor was inserted, but the transport footplate failed to completely move along the distractor track. The device only moved eight (8) millimeters and then stopped. The parts of a third distractor device were used in an attempt to repair the broken distractor, but the attempt did not resolve the problem. As a result, the surgeon completed the procedure using distractor r40's (right and left) instead of r50's. The procedure was completed with a delay of seventy-five (75) minutes. The final patient outcome will be known in four (4) to six (6) weeks. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
It was documented on (B)(6) 2015 that the device was received on (B)(6) 2015. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.